Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. Hsc made recommendations to the customer to adjust the diluent factor as it was found to be low. The cause of the discordant, falsely low na and k results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.